Event description:
It was reported that this inflatable penile prosthesis would only inflate to approximately 90 percent of capacity due to fluid loss. The device was explanted and replaced. No patient complications were reported.